Event description:
It was reported that the patient presented at the clinic on (B)(6) 2014, where in situ testing showed 10 electrode channels with status hi. In situ testing performed in (B)(6) 2013 had shown normal values. No trauma has been reported. The electrode array is in the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.